Event description:
Used libre freestyle3. Monitoring was reading low around 53 off and on for a few days. Did self test and read "high". Went to hospital and glucose levels were at 1200. Libre sensor continued to read 55- 60 even while at the hospital.